Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: 5076 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not feel well and experienced symptoms. It was also reported that the right ventricular (rv) lead exhibited potential oversensing. The right atrial (ra) lead exhibited potential undersensing. The rv lead remains in use. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.